Manufacturer narrative:
As reported, a saber 5mmx4cm 90 percutaneous transluminal angioplasty (pta) catheter ruptured at eight atmospheres (8 atm) in the target lesion. Therefore, it was replaced with another saber 6mmx4cm pta catheter. The procedure was finished successfully. There was no reported patient injury. There were no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). A sheath introducer (5f) was inserted, and a non-cordis guidewire crossed the lesion before the balloon was inserted into the patient for inflation. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17577302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) may have contributed to the reported event. According to the instructions for use ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a sheath introducer (5f) was inserted, and a non-cordis guidewire crossed the lesion.  A saber 5mm 4cm 90 was inserted and inflated to 8 atmospheres (atm) in the target lesion. However the balloon ruptured. Therefore it was replaced with another saber 6mm 4cm. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis.  Additional information was requested.